Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a cartridge alarm (cartridge alarm 19) during the load sequence. There was no reported adverse impact to the customer's blood glucose level. Reportedly, the customer was able to load a cartridge successfully, and resumed insulin. Reportedly, the customer continued to use the pump for insulin therapy.